Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Although requested, no additional information was provided. Customer did not respond to multiple follow up attempts made by tandem technical support.